Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Title: transcatheter melody valve placement in large diameter bioprostheses and conduits: what is the optimal "landing zone"? Citation: catheterization and cardiovascular interventions year: 2015 issue #: (B)(4) literature reference: doi: (B)(4) authors: will finch, daniel s. Levi, morris salem, abbie hageman, and jamil aboulhosn 01/ november/2015 of publish is used for event date. The date of death. Used in this event is also listed as the date of publication as the actual date of death is unknown. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. The patient age noted on this event is the mean age of all the patients noted in this article. The patient gender noted on this event is the dominant gender noted in the study. Without the return of the product, no definitive conclusions can be made regarding the clinical observations.

Event description:
Medtronic received information via literature review that a study was performed to evaluate the optimal bioprosthetic valve size prior to the transcatheter bioprosthetic pulmonary valve implant. The study population included 160 patients (predominantly male with a mean age of 21 years), 52 of which were implanted with medtronic transcatheter bioprosthetic pulmonary valve, (serial numbers not provided). Among all patients, 1 death occurred, which was related to endocarditis an unknown duration post implant. Among all patients, 1 patient had a femoral artery dissection with an unknown treatment. No additional adverse patient effects were reported.